Manufacturer narrative:
Evaluated one opened and used enlite sensor and found cannula broken it was also missing broken part. We were unable to confirm customer received sensor in said condition due to customer returning device opened and used.

Event description:
Customer reported via phone call sensor anomaly. Customer had 4 sensors and no sensor signal was detected on any of them. Customer advised they removed the sensor and there was no electrode. Customer was advised to discontinue use of the sensor and revert to a backup plan. Customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated one opened and used enlite sensor and found cannula broken it was also missing broken part. We were unable to confirm customer received sensor in said condition due to customer returning device opened and used.